Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose, hospitalization and issues with the insulin pump. Customer's current blood glucose level was 284 mg/dl. Customer experienced frequent urination and treated their high blood glucose via insulin pump. Customer went to the hospital due to their high blood glucose levels. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer advised they did not have a tubing clamp and would call back in order to perform the high pressure test.